Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure after inflation of the balloon, the balloon ruptured and the contrast was trapped in the membrane. An attempt to deflate the balloon was unsuccessful and the catheter was removed with gentle traction. Upon removal a dissection was noted. A multilink duet was placed to over the dissection. The pt was discharged without complications the following day.